Event description:
Reported symptoms/problem: reported no symptoms at the time of alarm. Patient at home alone, changed out controller with out problems and told the ventricular assist device (vad) coordinator about it in the pre op holding room three days later.

Event description:
It was reported that: transducer measured high pressure (there wasn´t high pressure) and the pump stopped. Futrher it was reported that the transducer showed a way too high blood pressure and the pump stopped (cardiac surgery capg) meaning that the patient did have a absolutely low pressure or maybe none pressure at all. The doctors didn´t know what had happened and they called a colleague to help. They had to use the manual pump and suddenly the transducer worked again and after a while they did have the same situation again, the pump didn´t work. Off course they didn´t know that it was the transducer which caused the trouble at that time, but after the surgery they did a trouble shooting and realized that trouble was due to the transducer. He has already had similar problems with 5 more transducer´s and we are talking about dpt. The doctor doesn´t know the lotnumber as they throughout all the boxes when they take a new one. The patient could have eneded up with brain damage. The hospital has been instructed not to throw away the devices and to inform us immediately about any issue.

Manufacturer narrative:
Evaluation:customer report was confirmed. Rec'd (1) single dpt without any attached component. Pressure monitor did not recognize the dpt. Contact interferences or flashes were found at contact areas of all five leadwire slots of dpt cable connector. The slot dividers were damaged, and created the flashes.